Manufacturer narrative:
Further information from the reporter regarding event, product, explant date and confirmation from the physician has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports left side rupture. Device remains implanted.